Manufacturer narrative:
It is unknown if the o2 manifold was replaced as advised, as no parts have returned for failure investigation. The root cause of the reported issue could not be determined. The determination could not be made that the v60 ventilator failed to meet device specifications.

Event description:
The customer reported the ventilator alarmed due to oxygen errors when the oxygen manifold was being used. When the oxygen manifold was removed from the ventilator the device operated with no problems. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.